Event description:
It was reported that the healthcare professional (hcp) could not adjust the patient¿s stimulation. The ¿call your doctor¿ icon was displayed. The estimated replacement indicator (eri) was seen the day prior to the report on the patient programmer. Additional information received reported that the patient started seen the eri message on her recharger about a week prior to the report. The device was ¿acting funny¿ and it was ¿shutting down¿ by itself. This began over the weekend.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot # j0104179v, implanted: (B)(6) 2001, product type lead; product ID 3487a-33, lot # j0104179v, implanted: (B)(6) 2001, product type lead. (B)(4).